Manufacturer narrative:
(B)(4). Concomitant medical products - oxf uni ph3 sphr cutter xsm, item 32-421062, lot e3 19335. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01106.

Event description:
It was reported that operation for uka was performed with oxford. During procedure, spigot could not fully insert to xs spherical cutter. And then, surgeon impacted another spigot to insert to the cutter by hammer to complete the procedure. Postoperatively, screw was untightened to dismantle. Then the spigot was removed easily.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The root cause; overtightening of the screw. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the spigot could not fully insert to xs spherical cutter.